Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported tissue damage cannot be determined. It is possible the reported tissue damage is the result of disease progression, however this cannot be conclusively determined. The reported patient effects of dyspnea, recurrent mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported dyspnea and recurrent mr appear to be related to the slda. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report tissue damage, single leaflet device attachment/slda, dyspnea, prolonged hospitalization, surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was challenging due to technical difficulties. On (B)(6) 2019, two xtr (90124u173, 90124u176) clips were successfully deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2020, the patient returned with shortness of breath and increased mr of grade 4. Imaging showed that both clips became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The posterior leaflet seemed deteriorated. On (B)(6) 2020, the patient was re-admitted and underwent mitral valve replacement for the further treatment. The surgery was successful. The patient is stable. No additional information was provided.